Event description:
It was reported that in the hematology department, during a PICC line placement procedure, the physician encountered the following issue: the guidewire in the seldinger kit had burrs, preventing the smooth completion of the sheath delivery procedure for the microcatheter additional information received on (B)(6) 2026: the guidewire was inserted into the patient¿s blood vessel. The micro-introducer sheath could not be advanced over the guidewire; the operator then cut off the burr/damaged portion of the guidewire before successfully advancing the sheath into the vessel. No patient injury. It was reported this occurred with 5 devices. This report addresses all 5 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.